Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient was reprogrammed the rep did an impedance check and found electrodes 8 through 15 were greater than 10 ,000 ohms and electrodes 0, 3, and 7 were bad. The rep programmed using the 0 through 7 lead ¿was blue to get coverage of painful area¿. New programming was done and it was reported that the issue was resolved at the time of the report. The event occurred on (B)(4) 2019. No further complications were reported/anticipated.